Event description:
Incorrect dose registration , 435mu. After 80mu linac terminates on an error. Treatment was re-run in qa mode without any problems.

Manufacturer narrative:
The system inhibited safely when a fault occurred: the prf blanking pulse (signal) was present for a longer period than normal. A second fault resulted in the real-time control system reporting the wrong dose delivered which was then passed onto mosaiq. The lcd displayed the correct dose. The clinical instructions for use states that the user should treat the lcd dose as the master whenever a fault occurs. The root cause of the second fault is being investigated.

Manufacturer narrative:
Additional information to that previously supplied regarding the second fault. The manufacturer has completed its investigation. It has not been possible to reproduce the fault of the second issue. A fix for this issue will be considered by the manufacturer in a future release. The customer has been reminded that the lcd should always be checked when an abnormal termination occurs. The system inhibited safely when a fault occurred. This is the manufacturer's final report.